Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had an issue. During a procedure, the screen went black and smoke started coming from the pump. The patient was not affected and they switched out to another pump, no delay in the case. This was discovered during use with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation showed scratches at the top cover. No other damaged was noticed. Device was opened for evaluation, and noticed that one of the processor on the display board is damaged. Device functioning test was not performed as the complaint allegation has a potential fire hazard. The cause of this event is undetermined; however, a likely cause is overload of the circuit.